Manufacturer narrative:
Continued e1 (email address): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: intraoperative breakage: unable to confirm as it is a medical event not related to the device. Additional observations: voids observed in the gel. Deformation observed in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted.

Event description:
Healthcare professional reported "the implant deflated during implantation". The device was not implanted. The device made contact with the patient.